Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 300mg/dl. The customer's levels had been as high as 440mg/dl. The customer had been in the hospital for surgery and their blood glucose levels rose. The customer states troubleshoot was conducted and the pump was set to be replaced. The customer was advised the pump was on the way and to monitor the device.